Event description:
Two nurses at the user facility report that damage was noted on the intraocular lens (iol) following insertion. Enlargement of the incision was required to accomodate removal and replacement. Another lens was implanted with a good outcome.